Manufacturer narrative:
An event of pericardial effusion and device explant was reported. A more comprehensive assessment could not be performed, as the device was not returned for analysis. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021 a 25 mm amplatzer pfo occluder was chosen for procedure. The device was successfully implanted and the patient discharged. Two days post implant on (B)(6) 2021 the patient had presented to a different hospital facility with a large pericardial effusion. The patient was brought to surgery for treatment. The patient had a pericardial drain placed and the physician removed the device. Both initial implanting physician and the explant physician stated they believed the device had perforated into the aorta causing the pericardial effusion and is reason for the explant the device. No further information has been provided.